Manufacturer narrative:
The device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Nineteen used samples were received at the plant for the investigation. Upon a visual and functional evaluation of the sample, the reported issue was confirmed; there was leaking between the cross spike and the tubing line. As part of continuous improvements, a corrective action has been opened to document the root cause and action plans. These actions will be designed to prevent the reoccurrence of the reported issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the enteral feeding set leaked at the spike set.